Event description:
On 3/13/89 rptr has mastectomy and reconstructive surgery. On 7/6/89, encapsulated implant was surgically removed and an expander was put in. On 4/5/90, expander was removed and silicone gel implant put in. One yr later rptr had constant and excessive joint pain, feet were swelling, and fatigue. Rptr saw rheumatologist who thought it was arthritis, but he did no blood work. Treatment was naprosyn. Condition continued to worsen, rptr changed drs. Blood work done 12/93 showed positive ana (320 titer), low white blood count and low lymphocyte count. Diagnosis of lupus with recommendation for silicone implant removal which is being done on 4/13/94. Rptr has no family history of autoimmune disease. No autoimmune disorders prior to silicone implant.